Event description:
On 02-jan-2026 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a reported blood glucose of 570 mg/dl. Prior to hospitalization, the user reported persistent elevated glucose despite multiple supply changes while continuing use of the device. The user was transported to the hospital on (B)(6) 2026, received insulin and intravenous fluids, was discharged on (B)(6) 2026, and discontinued use of the ilet.

Manufacturer narrative:
The manufacturer became aware on 02-jan-2026 that the user experienced a hyperglycemic event on (B)(6) 2025 that resulted in hospitalization. Device engineering logs and available cgm data were reviewed, including insulin delivery records, alarm history, cgm signal availability, and supply change activity surrounding the reported event. The review identified repeated cartridge and infusion set changes, recurrent cgm signal interruptions, periods of low or depleted insulin reservoir, and delayed transition to backup insulin therapy during sustained hyperglycemia, with no confirmed device malfunction identified. It was concluded that the cause of the event was most consistent with prolonged insufficient insulin delivery in the setting of repeated therapy interruptions and delayed escalation to alternative insulin management, rather than an intrinsic device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental MDR will be submitted if additional findings are identified.